Manufacturer narrative:
Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient's tubing came apart at connector while sleeping. The site was patient's back and infusion set was used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.